Event description:
A pharmacist reported that an adc customer received a meter reading of 170mg/dl however, at the time the reading was obtained they experienced hypoglycemia, malaise and reportedly lost consciousness. Paramedics were called and upon arrival at the hospital a meter reading of 40mg/dl was obtained. It is unknown what meter was used to obtain the second reading. The report stated customer was diagnosed with hypoglycemia and given a 'sweetened perfusion' (exact solution type not reported). Customer remained in the hospital through the following day. No additional information regarding the medical event was reported. The pharmacist informed adc that the customer was currently on dialysis and using extraneal (icodextrin) peritoneal dialysis solution. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow up with the surgeon's office, it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report, it was learned that after the repair was done, severe 3 to 4+ mr was still present. It was then determined that the valve could not be repaired, as it was too degenerated and the leaflets were too thickened. The annuloplasty ring was able to shrink the annulus significantly, however, the patient still required a replacement.

Manufacturer narrative:
Unsuccessful ring repair.device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is currently in process.